Event description:
Additional information was received from the physician stating that the patient's increase in seizures was likely due to programming that occurred during the generator replacement procedure. The patient's replacement device was programmed on during surgery to settings lower than what was programmed on the explanted device. The device magnet mode stimulation was adjusted back to settings that were programmed on the patient's previous generator. Magnet mode diagnostics showed normal device function. The increased seizure frequency was below pre-vns baseline levels. The physician was unsure whether the magnet not aborting seizures was due to a change in the patient's device settings or due to the patient's disease progression. The patient's device was registering the patient's magnet swipes so magnet swiping technique is not believed to have caused or contributed to the event.

Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
It was reported that the vns patient was experiencing an increase in seizures following generator replacement surgery on (B)(6) 2015 due to end of service. It was noted that the magnet was no longer aborting the patient's seizures. The device was programmed on during the replacement procedure. An implant card was received indicating that the replacement generator and existing lead showed lead impedance within normal limits. Attempts for additional relevant information have been unsuccessful to date.